Manufacturer narrative:
The device involved in this incident was not returned for evaluation. It is unknown if the device was reported to be a contributing factor. (B)(4).

Event description:
Patient had undergone prior stent supported coil embolization of the aneurysm on (B)(6) 2015. A recent follow-up cerebral angiogram had shown recanalization of the aneurysm secondary to coil compaction. On (B)(6) 2016, during the second aneurysm coiling. The patient suffered an acute in-stent thrombosis, requiring IV integrilin and aspiration thrombectomy but with no residual angiographic clot, neurological deficit, or stroke by CT. Recommendation of dual antiplatelet therapy with aspirin and brillinta. Postoperative neurological and hemodynamic monitoring was also recommended.